Manufacturer narrative:
Facility name: (B)(6). A customer from (B)(6) alleged a result discrepancy with two validation samples when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas®6800/8800 systems. The samples were initially tested at one customer site and then as samples in a validation run at another customer site where they generated discrepant results. These results were for validation purposes of the assay and were not released. An observation of CT values indicates the samples were near the limit of detection and as a result, the assay is considered to be working as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a result discrepancy with two validation samples when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas®6800/8800 systems. The samples were initially tested at one customer site and then as samples in a validation run at another customer site where they generated discrepant results. These results were for validation purposes of the assay and were not released. While the collection tube and swab specimens are unknown, tubes were stored frozen between the first and second testing and equilibrated to room temperature before use. Additionally, the samples were not recollected. No other information regarding the patient was available. The assay was able to detect cts for target 2, pan-sarbecovirus, for both testings, with later cts that were generated in target 1. The assay¿s detection of target 2 is most likely due to the lod of target 2 being lower than target 1. The titers of both samples are likely near or below the lod of the assay and can generate results ranging from negative to positive.